Event description:
Caller reported a malfunction on the pump, with a specific malfunction code indicating a momentary power loss to the vibrator motor. Despite the issue, the customer¿s blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact on their levels. Technical support provided guidance to reset the pump, which resolved the malfunction, and the caller was informed to contact support again if the issue reoccurred. The customer acknowledged the instructions and understood the resolution.